Event description:
Review of service data detected a reportable event. Device servicing, charger/modem sn (B)(4) would not recognize a battery pack. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon investigation, contamination was found inside the charger/modem. The cause of the inability to recognize a battery pack is the contamination on the battery board, which was shorting the contacts. The root cause of the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated charger/modem. The last pt to use this charger/modem did not report any deficiencies.